Event description:
It was reported that the customer's blood glucose level showed an unknown high value. The customer administered a correction bolus via pump, and no additional assistance was required as the issue was resolved satisfactorily.